Manufacturer narrative:
The cause of the falsely depressed d-dimer sample results reporting was user error. Upon examination of the original sample data, it is evident that the original results were initially flagged as above the assay range. The samples were diluted and rerun but the instrument printouts misread. The printout displays the result in the correct mg/l feu, but also shows the dod (delta od) for information only. The result was miscalculated from the wrong parameter on the printout (dod) and mis-reported by the operator. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely low d-dimer result was reported on a patient sample. The result was reported to the physician. The patient was admitted to the hospital and hospitalized for seven days and released. Upon return to the hospital on the eighth day, a high positive d-dimer result was obtained on a new sample. It is unknown how the initial low d-dimer results impacted patient treatment or hospitalization. There is no report of adverse outcome to the patient as a result of initial falsely depressed d-dimer result.